Event description:
It was reported that during shaping of the guidewire tip, the tip broke. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was examined and it was discovered that the guidewire was slightly bent at 3.0cm from its distal end. The guidewire was also slightly bent along its length. The guidewire platinum coil was examined and found to be within specifications. The guidewire was examined along its length and no other anomalies were observed. The guidewire outer diameter was checked and found to be within specifications. The guidewire ptfe coating was examined under magnification and no anomalies were observed with the polytetrafluoroethylene (ptfe) coating. During functional evaluation the guidewire torque was not smooth due to the bend on the guidewire. The cause for the observed bends and unsmooth torque and the relation to the reported and unconfirmed break issue could not be definitively determined because these were not initially reported. However, the guidewire distal end was intact (no break); the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during shaping of the guidewire tip, the tip broke. There was no patient involvement.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during shaping of the guidewire tip, the tip broke. There was no patient involvement.